Event description:
Complainant alleged that while attempting to treat a pt the device, inappropriately displayed an "attach pads" message and had no display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.